Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Based on the information received from the customer, rosc (return of spontaneous circulation) was never achieved with manual CPR which is standard of care. The autopulse is intended to be used as an adjunct to manual CPR. In case of stoppage of autopulse, the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and would present the same workflow as manual CPR. Additionally, per reporter, the death was not attributed to the autopulse platform.

Event description:
The initial call came in at approximately 12:08pm on (B)(6) 2016, for a person involved in a traffic accident. The emergency crew arrived at the scene at 12:19pm and found the patient in a sitting position on the driver's seat. The patient had suffered a cardiac arrest. No bleeding or significant trauma other than abrasions was observed. Bystander CPR was not performed. The autopulse platform was initiated soon after . According to the emergency crew, the platform performed for two to three cycles of chest compressions, then stopped functioning and displayed a user advisory 17 (max motor on time exceeded during active operation) error message. After the autopulse stopped functioning, manual CPR was performed. Return of spontaneous circulation was not achieved. The responding emergency crew, speculated that the patient lost consciousness while driving and drove into the wall ahead. At an unspecified time prior to the event, the patient reportedly had complained of chest pain. The healthcare team had judged that the cause of cardio-pulmonary arrest was intrinsic. No causal relationship between the patient's outcome and the device.

Manufacturer narrative:
The primary complaint of a user advisory (ua) 17 (max motor on time exceeded during active operation) error message was confirmed during archive data review. The ua 17 can occur when the compression depth cannot be reached in time possibly due to a low battery, the lifeband is twisted and/or the patient is too stiff. Review of the archive data revealed that on the event date, a properly charged battery (s/n: (B)(4)) was installed in the platform. The platform performed 59 compressions on a small size patient. The lifeband that was used at that time, however, was not reported by the customer. During the functional testing, the drive train motor brake gap was found to be within specification. A run-in test was performed on a 95% patient large resuscitation test fixture (lrtf) using known good reference batteries. No user advisories or error were observed during the run-in tests. Unrelated to the complaint, visual investigation was performed and found one of the top cover wire strand was cut, and a cracked top, front and bottom enclosures. The autopulse has passed all the testing criteria and met all required specifications. The complaint of the platform stop compression due to ua17 was unable to be determined. The autopulse platform is a reusable device and was manufactured on 19 july 2010. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported with serial number (B)(4) for the same ua17 error message.